Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Our fse (field service engineer) was on site, could not reproduce the issue. No parts were replaced. The patient circuit (and the filter in it) was thought to be reason for the high pressure alarms by our fse. The received tech log contains no error codes that may indicate a ventilator malfunction at the time of the event. Test log shows that the ventilator passed pre-use check on the event date. The internal log contain high pressure alarms as in the problem description. Since the reported issue could not been duplicated, there are no ventilator malfunction seen in the logs and no parts were replaced in the system; the root cause could not been identified. However it is may be due to a due to a clogged filter and it could not been duplicated since it had been replaced.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator alarmed for high peep( postive end expiratory presure) during patient treatment. There was no patient harm. Manufacturer ref. #: (B)(4).